Manufacturer narrative:
Additional information has been received which was not included in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : it was reported insulin/fluid is visible in the under led screen.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis. The customer reported a blood glucose value of 590 mg/dl. The hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, and IV insulin drip (intravenous insulin infusion) with the symptoms of viral infection and sore throat. The event involved product(s) mmt-1880, mmt-332a, mmt-886a, mmt-7020la. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event also the customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The product return status for mmt-1880 is unknown. Product return requested for mmt-332a. The customer declined to return or is unable to return. No product return is required for mmt-886a. No product return is required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Adding the harm codes 1994, 2144 and also replacing the treatment code t009 with t008 with this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.